Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: 2.3 inr/1.6 inr no actions taken based on device results. No adverse event reported. Requested return of suspect device however caller has discarded the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the coaguchek xs system (lot number 20306211, expiration date 06/30/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in coaguchek s system.